Event description:
Patient reported crease and implant fold. This record is for the left side. The device remains implanted. Later healthcare professional reported cysts, rupture, late seroma, and baker grade iii capsular contracture.

Manufacturer narrative:
The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, late seroma, and baker grade iii capsular contracture.